Event description:
Additional information received indicated that effective therapy was restored following the explant and replacement of the lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. The patient was unable to increase amplitude via the patient programmer and the programmer displayed a message indicating stimulation was disabled due to low impedance. Diagnostics indicated low impedance readings. X-rays did not indicate a lead fracture. Surgical intervention was undertaken and the lead was explanted and replaced and the patient is recovering.